Manufacturer narrative:
Follow-up from (B)(4) 2014: the required number of follow-up attempts has been made, with no response to date. Follow up (B)(4) 2014: ptc investigation results were provided. Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop, depress button, perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty." Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of a deployment difficulty event during the procedure is an anticipated event. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is also an anticipated event. According to the (B)(4), the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Final risk classification: risk category IV medical assessment: this case reported complication of insertion due to a deployment issue with use error and associated breakage. These reported events are not necessarily indicative of a quality defect. Three (3) additional ae case reports have been received to date in relation to batch number (B)(4) with all three (3) of these cases referring to similar reported events but only two (2) of these cases reporting a breakage event. No unusual pattern can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that both a deployment difficulty and breakage event are anticipated events. Based on the information available,there is no reason to suspect a quality defect. Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced deployment difficulty, the inner coil was stretched across the uterine cavity, doctor tried to remove it for 3 time and it broke (some of the coil was in the patient and some) and complication of device insertion. All the events are considered non-serious and doctor tried to remove it for 3 time and it broke (some of the coil was in the patient and some) is listed in the reference safety information for essure since the breakage occurred during removal of device and the remaining events are listed either. The event doctor tried to remove it for 3 time and it broke (some of the coil was in the patient and some), assumed as device breakage, was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was mentioned that deployment was difficulty. The inner coil was stretched across the uterine cavity and the doctor tried to remove it for 3 times and it broke. Some of the coil was in the patient and some out. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. According to product technical complaint investigation results, the review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that both a deployment difficulty and breakage event are anticipated events. Based on the information available,there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert} inserted and experienced the adverse events as described below. Essure insertion procedure was performed on (B)(6) 2014 for birth control with lot number used 876537. Physician reported deployment difficulty. The inner coil was stretched across the uterine cavity and the doctor tried to remove it for 3 times and it broke. Some of the coil was in the patient and some out. Patient was scheduled for laparoscopic procedure for removal of device and then tubal ligation.